Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to infection. The infection began in september was treated appropriately at that point in time. The infection did not improve with treatment, so a total explant was performed. A new inflatable penile prosthesis was implanted. No further patient complications were reported.